Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device would not inflate. It is uncertain when problems began. The pump was removed and replaced with a new 18 cm cx pump. Original cylinders and reservoir (implanted in 2019) remain implanted. When reconnected, device cycled appropriately. The patient had a good outcome with no further complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device would not inflate. It is uncertain when problems began. The pump was removed and replaced with a new 18 cm cx pump. Original cylinders and reservoir (implanted in 2019) remain implanted. When reconnected, device cycled appropriately. The patient had a good outcome with no further complications.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The deflation ball was identified to be misaligned as it was seated too far forward. The pump was functionally tested to confirm the functionality. The pump faulted during the priming cycle resulting in an inability to functionally test the pump further. Product analysis therefore concluded the misalignment directly affected the functionality of the device. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.